Manufacturer narrative:
Continuation of d10: product ID 97745fa, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745fa, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97745fa programmer, serial number (B)(6), revealed that the front case was cracked/scratched/worn and the screw holes were stripped causing case separation. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they couldn't recharge the controller battery and would be stuck on the "looking for device" screen since maybe a month or so ago of this year. Pt they had their controller battery plugged in all night, but the controller had a solid green light even when the controller battery was at 50% and not 100%. Patient service specialist (pss) helped the pt perform a reset of the controller, but the controller screen didn't turn on when plugged into the wall outlet. Pt confirmed the ac power supply wasn't plugged into the wall outlet. Pss helped the pt perform a reset of the controller and confirmed the green light was solid on the controller when plugged into the outlet. Pt unlocked their controller and connected to the implanted neurostimulator (ins) quickly and their controller battery was at 100%. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed the external equipment was functioning as intended. No symptoms were reported. Additional information was received from the patient. The patient said the stim is off now and they are getting good pain which started yesterday. Pt states the controller just spins and doesn't start charging and will just shut down. It was noted the patient cannot charge to the wall or the ins. Pss asked to check for damage and pt thought one of the pins was bent to the right side. Pss sent request to repair for controller.